Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Source of occlusion was not identified. Customer changed pump supplies and reportedly, insulin therapy was resolved. Reportedly, there was no adverse impact to customer's blood glucose.